Event description:
It was reported that the basket of a ncircle tipless stone extractor was unable to deployed. The basket was tested prior to use. After retrieving one stone, it was discovered that the basket would no longer deploy. Another same device was used to complete the procedure successfully. A kub (kidney, ureter, bladder) x-ray was performed to ensure that there were no metal fragments or stones remaining inside of the 68 year-old male patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3- occupation: cystoscopy supervisor. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that the basket of a circle tipless stone extractor was unable to deployed. The basket was tested prior to use. After retrieving one stone, it was discovered that the basket would no longer deploy. Another same device was used to complete the procedure successfully. A kub (kidney, ureter, bladder) x-ray was performed to ensure that there were no metal fragments or stones remaining inside of the patient, and there was no harm experienced as a result of this issue. Investigation ¿ evaluation a document based investigation was performed including a review of instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection of the returned device were conducted. One device was returned to cook for evaluation in a ziploc bag. The handle returned was separated from body of device. The point of separation was at the distal end of the handle. Approximately 3mm of inner cannulated handle is visible at end of the handle. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to be non-functional due to having the basket assembly (both the basket sheath and basket drive wire) separated at the distal end of the handle. The provided information stated the device initially was able to remove a stone, then broke during the attempt to remove a further stone. The cause for the observed damage could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.